Event description:
During a clinic follow-up, a decrease in the sensing threshold and an increase in the capture threshold were observed on the right ventricular (rv) lead. The rv lead was repositioned to resolve the event. The patient was stable and will continue to be monitored.